Event description:
Information received from the field does not address the patient's clinical status but notes that the leads were connected to the wrong ports at implant. The physician elected to leave the device as is.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative